Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the motherboard was out of specification and the device immediately powered down when the battery was removed. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator was returned for testing and calibration and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.